Manufacturer narrative:
Integra has completed their internal investigation on may 03, 2017: results: evaluation of returned device; unit tested per functional inspection procedures and no duplicate condition was found as reported by the customer. DHR review; no abnormalities related to the reported failure. Complaints history; no manufacturing or design related trend has been identified. Post market information will continue to be monitored. Conclusion: root cause was unable to be determined based on unit passing all required tests for final inspection.

Event description:
It was reported that the patient was injured, caused by loose fixation of the skull clamp. The skull clamp slipped from the skull during a fossa posterior procedure and caused a cutting wound of several centimeters in the skin of the head of the patient. The wound was sutured. The event led to an increase in surgery time but it was unknown for how long. According to the surgeon, the a3059 skull clamp was not rigid enough to withstand higher forces. Linked to mfg. Report number. 3004608878-2017-00082.

Manufacturer narrative:
Additional information received on 28mar2017: the surgeon noticed at the end of the surgery that the skull clamp had moved on the head of the patient and did cause a cutting wound. The surgery itself was not delayed, but the surgeon had to suture the wound caused by the skull clamp. The extra suturing took about 10 minutes. Patient outcome was reported as "ok."